Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said that the implant has never helped their pain since it was put in. They said "it never even turned on once, and they put another one in but it never turned on and it never connected". Pt is in the ER now because they fell at work and needs an MRI and is requesting we fax the ER to show them what the pt has implanted. Since pt is most likely in eos state by now, warm transferred patient to prs so they can have an implant sheet faxed over to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.